Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager connected to the or refrigerator continues to experience failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a failure icon on the medstation. A field service engineer (fse) advised the customer to recover the failure, but it showed as "rm not shut". The fse closed the remote manager (rm), which cleared the failure. The refrigerator latch and inseparable were inspected, and the rm plate alignment was adjusted. The door was confirmed to open and close, but a worn door seal was identified, advised the customer to ensure the door was fully closed to maintain proper operation. The system functioned as intended after the field service engineer repaired the device.